Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: pump was returned with the keypad torn and peeling off. All buttons still respond properly. No moisture was observed on the keypad. Leak test failed due to a crack at the bottom right corner between keypad and pump seal. Opened pump- no moisture found. Removed keypad- no moisture found. Battery compartment cracked starting at the threads to the left side of grip pad and from case seal traveling to grip pad. Leaks were not found at these locations. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.